Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 407, 383 and 419 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she was not having any symptoms when her blood glucose results were reading in the four and five hundreds. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (time not set): 407mg/dl (B)(6) 2017 12:31 pm fasting:yes; 383mg/dl (B)(6) 2017 11:38 am fasting:yes; 419mg/dl (B)(6) 2017 11:35 am fasting:yes; 470mg/dl (B)(6) 2017 10:18 pm fasting:yes; 559mg/dl (B)(6) 2017 07:11 pm fasting:yes. Memory concerns: customer is concerned with the results of 407, 383, 419, 470 and 559 mg/dl in the meters memory.